Manufacturer narrative:
During an endovascular thrombectomy procedure, the physician was not able to insert the 23 cm. 10 fr. Si brite tip sheath. The product was removed, and the distal end was noted to be frayed. Therefore, it was replaced with a new brite tip sheath to complete the procedure successfully. The target lesion was the right femoral vein. There was no reported patient injury. Additional information received indicated that no additional target lesion characteristic information was available. No patient information was available. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the instructions for use (IFU) with no problems noted during preparation. No additional information is available. The product was discarded at the account and is not available for analysis. Review of the product history record (phr) for lot 17483387 does not suggest that the event experienced by the customer could be related to the manufacturing process. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During an endovascular thrombectomy procedure, the physician was not able to insert the 23 cm. 10 fr. Si brite tip sheath. The product was removed, and the distal end was noted to be frayed. Therefore, it was replaced with a new brite tip sheath (different lot number) to complete the procedure successfully. The target lesion was the right femoral vein. There was no reported patient injury. Additional information received indicated that no additional target lesion characteristic information was available. No patient information was available. The product was discarded at the account and is not available for analysis. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. No additional information is available.